Manufacturer narrative:
Medical devices: 5568-45 lead implanted: (B)(6) 2007.

Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation from their implantable cardioverter defibrillator (ICD) and that there was noise observed on the right ventricular (rv) lead. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.